Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2024-07648. It was reported that the patient¿s ipg had flipped and twisted in the pocket resulting in communication issues and a broken lead. As a result, surgical intervention was undertaken on (B)(6)2024 wherein the entire system was explanted and replaced to address the issue.